Manufacturer narrative:
The hillrom technician found the caregiver controls membrane needed replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver controls membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the head of the bed was going up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).